Manufacturer narrative:
Additional information: g3, h3, h6. The reported event was confirmed. The visual evaluation of the received knee scorpion ar-12990 with batch 15235889 did not show any damages. However, during functional testing with a test needle (ar-12990n, batch 12937484) revealed the needle could not be completely inserted. This indicates a blockage of the cannulation which is probable due to a broken fragment of the used needle inside the shaft. The reported failure is most likely resulting from improper device handling. Dfu-0392-sub-eo warns against the usages listed to help avoid needle breakage and potential patient injury.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a quadriceps anterior cruciate ligament procedure, when closing the graft donor site, the scorpion needle broke off into the shaft of the device. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a different device. The patient's incision was enlarged because of this issue. It was not necessary to do a second surgery. ***update (B)(6), 6-jun-2025 further information was received that x-ray confirmed that there was nothing left inside patient.